Event description:
It was reported that this pacemaker was explanted due to an infection. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported.